Manufacturer narrative:
Section b5: (B)(6) 2020, readmission was reported in MFR. Report # 2916596-2021-00722. This event is solely to report the (B)(6) 2020 admission. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient developed a driveline infection in (B)(6) 2020 requiring readmission for intravenous antibiotics. The patient had symptoms of purulent driveline drainage and fevers. The culture grew staph. The patient was at risk for infection as he was on chronic immunosuppression. The patient was first readmitted on (B)(6) 2020 with purulent driveline drainage and fevers. The culture was positive for staph. The patient was then readmitted on (B)(6) 2020 with the same issue and causative agent. The device operated as expected. The infection status was stable. The plan of care was to apply an antibiotic ointment around the driveline site to prevent reinfection.